Event description:
It was reported that the left ventricular (lv) lead had dislodged. The physician repositioned the lead to resolve the event and the patient was stable with no additional adverse consequences.